Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a guardian requested assistance because the dexcom g7 glucose readings were not appearing on the ilet, despite the dexcom app showing values. Symptoms included no adverse physiological effects. Outcomes included restoration of glucose display on the ilet after troubleshooting, with a reported reading of 110 mg/dl, and no alerts or alarms. Investigation included remote troubleshooting and education to address a suspected communication or pairing issue between the cgm and the ilet. Investigation of this case revealed that the issue resolved during the call and glucose values began transmitting to the ilet, indicating a transient data transmission or pairing problem without impact to blood glucose. It was concluded, based on previously established findings for similar reports, that user guidance and device re-pairing or reconnection likely addressed a temporary signal loss between devices.